Event description:
The balloon was not inflating due to a leak in the equipment. The device was removed and a new piece of equipment was opened. There was no harm to the patient and no delay. FDA safety report ID# (B)(4).